Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. The reporter was requested to provide additional details describing the event, but has not done so. The surgery was completed with a back-up device.

Event description:
Reported as "breakage during implantation."